Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 780 hematology analyzer was leaking. Customer reported that the leak was not contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) trimmed and reattached worn tubing disconnected at port 7 on the blood sampling valve and resolved the issue.

Manufacturer narrative:
(B)(4).